Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6, and h11. Additional information: d3. Results of investigation: vyaire medical field service representative (fsr) went on site to check and inspect the device. Root cause was determined due to software issue. Received logs, found that issue occurred due to ui overload. Investigations performed on similar cases by imt proved that this failure can be reproduced in the lab and the ventilation keep continuing with the last applied setting. This failure classified as "permanent apphang while device in standby mode". After unit service, the unit is powering up and functional checks passing. Ran calibrations and verification, all tests passed required criteria. Unit meets factory specs. As a resolution, bug fix improvements will be implemented on next sw release.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. However, the unit was powered on without the decommission screen returning. Updated sw version and hours. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet

Event description:
Customer called tech support to report a decommission screen on the device while users were training with it. They said it alarmed audibly and the screen froze with the user interface error image. No patient involvement reported.